Event description:
A beckman coulter, inc. Employee reported that while unpacking a shipment package, the synchron bilirubin calibrator, lot #m103319, contained in that shipment was leaking due to breakage. No one was harmed by or exposed to the fluid that had leaked.

Manufacturer narrative:
The product was quarantined by a beckman coulter, inc. Employee, and credit was issued to the customer who was to receive the shipment. No one was harmed by or exposed to the leak. (B)(4).